Event description:
It was identified during investigation that the material of the device was allegedly cut and had material separation issues. There was no reported patient injury.

Manufacturer narrative:
(Expiry date: 06/2024). Device not returned.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. One electronic photo was provided for review. The photo shows physician holding a groshong catheter and stylet was noted to be inside the catheter. It appears that the stylet was noted to be completely cut inside the catheter segment and remaining segment of stylet was not found inside the catheter. Therefore, the investigation is confirmed for the identified material split, cut or torn, material separation and improper or incorrect procedure issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use reviewed: the current instructions for use states that, tunneling: slide flushing hub out of catheter. Gently withdraw stylet while firmly holding catheter. Do not permit catheter to be withdrawn from vessel while removing the stylet. Warning: do not leave stylet in catheter. H10: (expiry date: 06/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was identified during investigation that the material of the device was allegedly cut and had material separation issues. There was no reported patient injury.